Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed. (B)(4).

Event description:
The pump was explanted on (B)(6) 2015 and returned for evaluation.

Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient was brought to the hospital as they were involved in a fall. The details of the fall could not be identified as the patient was found unconscious and could not remember how the fall occurred. The pump was inquired and multiple error messages were displayed on the programmer. It was determined that the pump will be explanted and returned for investigation.